Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel tissue or suture caught under the foot displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole in the rcfa prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle plunger was deployed, and the suture was harvested. The feet did not completely retract into the guide. The device was removed with difficulty, against resistance. Another prostyle suture was replaced. The sheath was upsized to 18f, and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures in the rcfa. One prostyle was deployed in the lcfa after the tavi procedure using a 6f sheath with the suture harvested successfully. The footplate did not retract into the guide. The device was removed with resistance. The prostyle suture achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017/against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.